Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver instrument was found to have a broken wire. There was no report of fragment(s) falling inside the patient. The procedure was completing as planned with a backup instrument of same kind. No known impact or patient consequence was reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The large suturecut needle driver instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Visual inspection displayed no signs of physical damage. There was no cable damage found. The instrument was fully functional. No product issue was identified. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 16-oct-2024: there was no fragment that fell into the patient¿s anatomy. This instrument had been left in the central processing room for a few months. Therefore, it was reported that it was not possible to obtain detailed information.